Manufacturer narrative:
(B)(4): neurostimulator has been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The previously used device settings no longer provided the same result. Any adjustments to the device settings that were attempted provided no improvement in the pt's symptoms. The pt's implantable neurostimulator was, then, explanted and replaced. There was no injury to the pt. After implantation with the new device, therapeutic benefit was restored using the previous device's settings.